Event description:
Information received regarding the device notes that the patient had been ablated several years ago and had since been pacemaker dependent. The patient expired after being seen in the emergency room. The device exhibited low battery voltage of 2.17v - 2.18v and was attempting to pace at 70 ppm in the vvi mode. Telemetry reported that either there was a read error or the device was in back-up mode.